Event description:
Spontaneous communication. Patient¿s father reported that patient was in the middle of her cutaquig infusion with her freedom 60 pump and the crank was broke and wouldn¿t wind. Pt was in the middle of infusing her cutaquig and only received half or her dose. Pt¿s father stated that pt has been infused 20gm every 2 weeks instead of 10 gm every week of the script we have on file. Father stated that pt was able to infuse 10gm before pump failed. New pump scheduled for replacement. Unknown if the product issue caused or contributed to patient or clinical injury. No further information to provide. Indication: common variable immunodeficiency, unspecified. Nph: per notes, patient was unable to complete entire infusion due to pump malfunction. Serial number of last pump that was dispensed on (B)(6) 2022 = (B)(4). Pump return box was sent to patient on (B)(6) 2022, pending pump return from patient. Backup or patient was manual push infusion. Unknown if patient was aware of manual push backup option. No further information available.